Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. The malfunction caused the customer's blood glucose level to exceed 500 mg/dl, displaying a "high" reading. To address the elevated blood glucose, the customer administered a correction bolus via the pump and additional injections. The customer did not require third-party assistance, and after reloading the cartridge successfully, insulin therapy was resumed, resolving the issue.